Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Evaluation summary: the analysis was performed by (B)(4): investigation revealed that the core wire was broken off at approximately 20 mm from the tip end due to the force of clockwise rotation; the coil was stretched from approximately 145 mm toward the distal direction from the coil proximal end, coil wire was elongated for approximately 11 cm, broken off due to pulling force. Based on the provided information and the outcomes of investigation of the returned guide wire, it is inferred that the tip of the guidewire might be trapped in the chronic total occlusion (cto) lesion, where rotational manipulation in a clockwise direction was repeatedly and excessively applied, resulting in the breakage of the core wire due to the accumulated force which exceeded the products design limit. Along with removal of the guide wire, coil wire was unraveled and elongated, finally broken off due to pulling force exceeding the product design limit. The tip approximately 20 mm of the core wire and 45-50 mm of coil is missing and not returned. Separation or breakage of guide wire is listed as one of possible complications and adverse events. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel. When torquing the guide wire inside the blood vessel, do no torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations(720 degree) in the same direction. All the shipped products are inspected during the production process for meeting products specification and the release criteria, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of a chronic totally occluded, moderately calcified, non-tortuous, right superficial femoral artery, the asahi confianza pro 300 cm guide wire was being torqued and pushed excessively to traverse the vessel. The guide wire became shredded and a piece of the tip detached. The guide wire was removed and the detached tip was successfully removed with intervention. A different guide wire was used in the procedure without reported issue. There was no adverse patient sequela and no clinically significant delay in procedure reported. No additional information was provided.